Event description:
It was reported that during an unknown procedure, after firing, only one row per side fired and the staples were not formed. Then, the tissue was bleeding and leaking gas. The surgeon changed to hand sewing. The procedure was not delayed and there was no patient consequence.